Event description:
Replacement of right ring proximal interphalangeal joint implant and replacement of right long proximal interphalangeal joint implant and repair of collateral ligament ring proximal interphalangeal joint.

Event description:
Add'l info rec'd from MFR 3/15/05: the lot number listed in the voluntary medwatch form is incorrect and should be lot #03478109. This product was implanted in 2004 and revised 6 months later. The lot number (05486058) listed in the voluntary medwatch form is the lot number of the product that was implanted at the time of the revision surgery.